Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose levels were sporadic. Customer was able to reload a cartridge successfully on the pump.